Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above esophagocardia dentate line during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands were stuck could not be deployed normally. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11 (correction): block b5 has been updated (device photos).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above esophagocardia dentate line during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands were stuck could not be deployed normally. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and overlapped.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above esophagocardia dentate line during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands were stuck could not be deployed normally. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing had six bands attached and one of them overlapped, which is consistent with the finding per media inspection on the provided photos. The ligator housing teeth were bent, and the handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that one of the attached bands overlapped, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.